Event description:
On 02 june 2026 leica biosystems received a second complaint from the customer for the leica histocore pegasus (serial number (B)(6)). The customer stated that a processing run was abandoned at the formalin step (s2) on (B)(6) 2026. The specimens being processed remained in the reagent contained in reagent station s2 (formalin) until the following day and were removed from the retort on (B)(6) 2026. During the manual drainage of the retort reagent was observed leaking from the bottom of the device. On 04 june 2026, the customer informed leica biosystems that fifteen (15) tissue samples processed in the run of (B)(6) 2026, were determined to be undiagnosable. On 16 june 2026, leica biosystems received information from that customer that two (2) of the patients concerned will require re-biopsy. Despite multiple contact attempts leica biosystems was unable to obtain definitive information from the customer regarding the diagnostic impact or need for re-biopsy for the thirteen (13) remaining patients. Refer to importer MDR 3022446399-2026-00006 for information on the first patient case impacted.